Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl due to needing settings adjustments. Low bg was addressed by consuming carbohydrates and taking the glucagon nasal spray baqsimi. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.